Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR. Device evaluated by MFR: returned product consisted of the watchman access sheath (was) with a watchman delivery system (wds). The wds was locked inside the was as received. Blood was on the device as received. The implant was protruding 9mm from the tip of the wds/was. The hub, shaft, and tip were examined. The implant was deployed during analysis and the wds was removed from the was. The was shaft was kinked 5cm, 33cm, and 67.5cm from the tip. The tip was damaged (buckled) with evidence of anchor damage from the implant during recapture. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05507. It was reported that a kink and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was introduced into the patient, but kinked prior to attempts to deploy a closure device. The was exchanged and a 33mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed; however, as it did not meet release criteria, a full recapture was required. During the recapture it was noted that the was kinked and the feet of the device could not be fully sheathed. Attempts to manipulate were unsuccessful. The entire system was removed without issue. The procedure was aborted. There were no patient complications reported and the patient condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05507. It was reported that a kink and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was introduced into the patient, but kinked prior to attempts to deploy a closure device. The was was exchanged and a 33mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed; however, as it did not meet release criteria, a full recapture was required. During the recapture it was noted that the was was kinked and the feet of the device could not be fully sheathed. Attempts to manipulate were unsuccessful. The entire system was removed without issue. The procedure was aborted. There were no patient complications reported and the patient condition was fine.